Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary ninety one sealed 32g x 6mm pen needle samples were returned from lot no. 7117580, cat. No. 320667. A clog test was carried out on all ninety one samples as per procedure tp700483 and no issues were observed. 1. Pass. 32. Pass. 63. Pass. 2. Pass. 33. Pass. 64. Pass. 3. Pass. 34. Pass. 65. Pass. 4. Pass. 35. Pass. 66. Pass. 5. Pass. 36. Pass. 67. Pass. 6. Pass. 37. Pass. 68. Pass. 7. Pass. 38. Pass. 69. Pass. 8. Pass. 39. Pass. 70. Pass. 9. Pass. 40. Pass. 71. Pass. 10. Pass. 41. Pass. 72. Pass. 11. Pass. 42. Pass. 73. Pass. 12. Pass. 43. Pass. 74. Pass. 13. Pass. 44. Pass. 75. Pass. 14. Pass. 45. Pass. 76. Pass. 15. Pass. 46. Pass. 77. Pass. 16. Pass. 47. Pass. 78. Pass. 17. Pass. 48. Pass. 79. Pass. 18. Pass. 49. Pass. 80. Pass. 19. Pass. 50. Pass. 81. Pass. 20. Pass. 51. Pass. 82. Pass. 21. Pass. 52. Pass. 83. Pass. 22. Pass. 53. Pass. 84. Pass. 23. Pass. 54. Pass. 85. Pass. 24. Pass. 55. Pass. 86. Pass. 25. Pass. 56. Pass. 87. Pass. 26. Pass. 57. Pass. 88. Pass. 27. Pass. 58. Pass. 89. Pass. 28. Pass. 59. Pass. 90. Pass. 29. Pass. 60. Pass. 91. Pass. 30. Pass. 61. Pass. 31. Pass. 62. Pass. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion a clog test was carried out on all ninety one samples as per procedure tp700483 and no issues were observed. Root cause description no issues were observed with the returned samples therefore no root cause can be identified. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time

Event description:
It was reported that the bd pen ndl 32g 4mm 100ct germany roche the pack had too many needles that were occluded. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: pharmacy has a pack of about 50 needles. The care service of the customer thinks too many of this are occluded.